Event description:
It was reported that the customer experienced a blood glucose (bg) level of 52mg/dl. Reportedly, customer delivered too large of a bolus, which subsequently decreased their bg level. Paramedics were called out and treated the customer with d50. Customer will be consulting their healthcare provider about adjusting settings to better meet customer's needs.

Manufacturer narrative:
Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.